Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: all telemetered values were incorrect during functional testing. During further testing, the device completed a successful interrogation and passed final functional test. The root cause could not be determined.